Manufacturer narrative:
Code 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Two other devices were used during the procedure, and it is possible that these products were involved with occlusion. Actually it was unknown which product was occluded. Plc161400j/12349510, UDI# (B)(4). Pla320400j/12565505, (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, occlusion of device or native vessel and death.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, an aneurysm enlargement was observed (amount unknown). On (B)(6) 2019, an additional procedure was performed to treat the aneurysm enlargement. The aneurysm sac was embolized using nbca, because a preoperative imaging didn¿t identify the type of endoleak. Reportedly, after the aneurysm sac embolization, imaging showed the thrombotic occlusion of the endoprostheses (it was unknown whether this occlusion was confirmed before this procedure or not). The thrombectomy procedure was performed and the procedure was concluded. On the same day, the patient condition was suddenly changed, the blood pressure decreased and the patient expired. The physician suggested that the patient's death was possibly caused by a disseminated intravascular coagulation (dic). But reportedly, it was unknown why the patient onset the dic. And it was reported that during the procedure on (B)(6) 2019, the part of below the aortic neck of a trunk-ipsilateral leg endoprosthesis and the part of the origin of the right common iliac artery became narrow and dilated with heartbeat. The physician suggested this was caused by the increasing inner pressure of the aneurysm by injecting nbca. Because the endoprosthesis was occluded, it was possible that the endoprosthesis was not able to against the inner pressure of the aneurysm.